Event description:
This customer reported that there was pads ECG intermittency during a resuscitation attempt on an asystolic pt.

Manufacturer narrative:
(B)(4). This customer reported that there was pads ECG intermittency during a resuscitation attempt on an asystolic pt. The users switched to a different set of pads to care for the pt. The involved pt died, but there has been no allegation that the device behavior impacted the pt outcome. This complaint is still being investigated. A f/u report will be submitted after philips obtains more info about this event.